Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received from the surgeon stating he started to see the glistenings just as the lens was coming out of the injector during surgery. He was very surprised, but it did not occur to him to remove during the movement, because he saw it so strange, that he thought it could be something else. Although she has a vision with that eye of approximately 0.5 (20/40) and before the intervention she saw 0.6 (20/35) (0.7 20/30 with pinhole) and in the other 0.7 (20/30), she does not notice poor vision in binocular, since in general her near vision has improved. For all this reasons, he discharged her after verifying that there were no inflammatory signs in the anterior chamber. This patient has no retinal problems to justify this vision, and the lens is well-adjusted. There was no improvement with any lens that he tried.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the implanted lens has glistenings. Additional information has been requested.